Event description:
It was reported that "at 17:55 on (B)(6) 2026, during instrument assembly, surgeon wang yu gently pushed the bipolar handle, causing the finger ring to detach. Complete rusting was observed at the interface, with screws also rusted.". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).